Manufacturer narrative:
Initial.

Event description:
It was reported that the charger was charging the ilet inconsistently, consistent with a charging problem associated with the battery charger component. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging issue linked to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.